Event description:
Nellcor puritan bennett received a report of inflation issues on an hi-lo endotracheal tube. The caller reported that air cannot be inserted into the cuff. No patient harm reported.